Event description:
During a remote follow-up, post-paced t-wave oversensing episodes were observed on the device. No intervention has been completed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that new post-paced t-wave oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event.